Event description:
It was reported that the liner would not seat correctly into the shell. Another liner was implanted.

Manufacturer narrative:
This report will be amended when our investigation is complete.